Event description:
It was reported that tachy sense (ts) observed after bi-ventricular pace. It was determined that ts oversensing is occuring with in the paced qrs. The device is in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.